Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report high blood glucose. Blood glucose reading was 600 mg/dl. Troubleshooting was performed. Insulin pump found to be functioning as designed. Found 3 separate instances of low reservoir in the alarm history. Advised to change entire set, reservoir and insulin as a precautionary measure. Nothing further reported.